Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an identification card with potentially incorrect lead serial numbers was sent to the patient. The correct serial numbers were confirmed and a new card has been sent. It was further reported that the patient experienced high blood pressure, severe headache, neck pain, pain, arrhythmia, chest pain, discomfort and pressure, productive cough, some chills, nausea, night sweats, palpitations, dyspnea and believes the implantable pulse generator (ipg) is not acting and is beating too fast. Medications were administered and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.